Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) exhibited loss of capture, high thresholds, pacing not delivered when required and pace impedance measurements of greater than 2,000 ohms. It was noted that the lead had migrated and was dislodged. A revision procedure was performed in which the rv lead was explanted and replaced. No additional adverse patient effects were reported.